Event description:
It was reported that suture placement in the mildly calcified and tortuous right common femoral artery was performed with 2 prostyle devices using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sheath was upsized to an 18f and the evar procedure was completed. Reportedly, post procedure, while advancing the knot of the device in the 10:00 position, the suture broke. A new prostyle was attempted, however, the suture broke while pulling the plunger. Another replacement prostyle suture was successfully deployed. While tightening the sutures in the 10 and 2:00 positions, both sutures broke. 2 new prostyle devices were attempted; however, hemostasis was still not achieved; therefore, a cutdown was performed. During the cutdown, the physician noted that one of the sutures did not capture the vessel wall and ended up in the tissue tract. Hemostasis was achieved via the cutdown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique ( tensioning angle not coaxial) or suture/ nick damage. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers.